Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Promus element plus,mr,ous 2.50x38mm stent delivery system was returned for analysis without the manifold attached. A visual and microscopic examination of the crimped stent found damage to the stent. The proximal end of the stent was damaged with stent struts bunched in a distal direction along the balloon. The undamaged crimped stent od(outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a break 144.5cm from the distal end of the tip of the device and the manifold was not returned. Multiple kinks were also noted. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06feb2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex artery. The lesion contained >45 and <90 degrees bend. A 2.50x38mm promus element plus stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube detachment.